Event description:
It was reported that the right ventricular lead exhibited noise. The device delivered a lead integrity alert. The alert and associated noise was noted on (B)(6) 2017. No sources of electromagnetic interference were identified. Lead replacement was discussed. No further information was reported.